Event description:
The patient underwent surgery for retrieval of the retained catheter fragment. The patient had undergone a trial of intrathecal morphine in 2005. The dose was titrated up to 25mg/day of intrathecal morphine with a significant decrease in her chronic pain without any side effects. The catheter fractured upon removal in 2005. The neurosurgeon noted that the 'spinous processes between l.3 and l.4 were very large and they basically touched erach other and it was probably her spinous processes that just caused the comporomise of the catheter that lead to its eventual fracture'. The catehter fragment was removed intact. "She has no sequela from that fractured catheter". The hcp planned to implant a pump in 2006. No further information is provided.